Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a routine pacemaker replacement, it was noted that this right ventricular (rv) lead had a fracture near the clavicle. As a result, this rv lead was surgically abandoned and successfully replaced on (B)(6) 2025. No additional adverse patient effects were reported.